Event description:
An administrator reported that following intraocular lens (iol) implantation, the patient had poor visual acuity. The lens was removed and replaced with another non-company lens in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).